Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was currently receiving bupivacaine with concentration 11 mg/ml at a dose rate of 6.098 mg/day and dilaudid with concentration 5 mg/ml at a dose rate of 2.7717 mg/day via an implantable pump for spinal pain. It was reported that pump volume discrepancies occurred in which the actual residual volume (arv) was greater than the expected residual volume (erv). At the past 2 to 3 refills they were getting different then expected residuals. They were getting out more where they expected 7 and were getting back 11 or 12. The date of event was described as past 6 months in 2019. The date (B)(6) 2019 is considered an approximate date of event regarding volume discrepancies (year known only). It was further reported that the logs showed a motor stall occurred (B)(6) 2019 at 12:21 pm with a recovery today ((B)(6) 2019) at 9:10 am. The patient did not recently have an MRI (magnetic resonance imaging). The patient was going through terrible withdrawals and felt like he had the flu on (B)(6) 2019. The patient was further described as miserable and felt like he had been hit by a truck. The patient¿s wife just gave him some orals. The patient was noted as having been hospitalized with a recent stroke. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The previous report indicated product problem only in error versus adverse event and product problem. If information is provided in the future, a supplemental report will be issued.